Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to log into the device. When attempting to log in, the following error message was displayed a fatal error had occurred on the underlying data source. This could have been caused by a network connection problem or a hardware issue. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.